Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg was addressed via manual insulin injection. Reportedly, the customer was using a non-tandem wall power adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd wall power adapter cable. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.